Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the cartridge tubing. Customer changed multiple cartridges to resolve the issues. The customer's blood glucose level was 113 mg/dl.